Event description:
User reported an alarm condition (circuit fault) that could not be corrected through standard means. The alarm notified the user that the humidification system was inoperative. User replaced device with a back-up device. No pt injury.